Event description:
It was reported that during an unknown procedure, the reload became deformed after the first firing, and the staples were malformed. Another like device and reload were used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. An intra-operative photo was received. Based on the photographic evidence of the subject ecr60g cartridge, the event description can be confirmed. Unfortunately, the root cause of the issue cannot be determined from the photo.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60g cartridge reload was received fully fired. In addition the cartridge was noted to be broken in two pieces and the cartridge pan dislodged. No further functional testing could be performed due to the condition of the reload. No conclusion could be reached as to how the cartridge became damaged and the cartridge pan dislodged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. An intra-operative photograph was received. Based on the photographic evidence of the subject ecr60g cartridge, the event description can be confirmed. Unfortunately, the root cause of the issue cannot be determined from the photo.